Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01255. The patient received his scs system, including an ipg and surgical lead, on (B)(6) 2010. It was reported that the patient was experiencing pain at the ipg pocket site up to the lead site. The physician decided to explant and replace the ipg with a smaller model on (B)(6) 2011. During the same procedure, the lead was revised. The physician thought that the lead was originally tunneled in the incorrect tissue plane; therefore he tunneled the patient's lead into deeper tissue. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.